Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, in the patient's eye and a cortical cataract had developed. The plan is to explant the lens later this month. The reporter indicated this was the second lens used for this patient - see MFR report # 2023826-2017-00765. The reporter indicated a possible cause of the event was manipulation in the patient's eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.